Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2213 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leaks occurred with the catheter in the process of catheter flushing for material preparation.